Event description:
When opening a custom surgical pack while setting up for surgery, a foreign object was identified on the plunger of a syringe. It was very small, similar to a splinter. The room was torn down and set up using new supplies. The lot number was noted and we verified that we have no more of that lot number. The following day when opening for a case a foreign object was again identified, this time on lap sponges. The object looked similar to a small piece of cardboard. The room was again torn down and prepared to open again. When the second custom surgical back was opened a similar foreign object was identified. It was also on the lap sponges. These two packs were the same lot #. We segregated the lot number and will hold pending further information. The sponge basin with supplies, including the lap sponges was brought to materials management for investigation. Upon closer examination, two additional very small particles were observed on the inner wall of the basin. Cardinal healthcare was notified about the contamination and patient safety concern. They have begun an investigation. Reference reports: mw5145904, mw5145905.